Event description:
The reporter stated a black foreign body adhesion was noted on the icm120v4 12.0mm implantable collamer lens during loading. Surgery was postponed and another lens was implanted.

Manufacturer narrative:
Evaluation: lens work order search and device history review. Results: cosmetic inspection confirmed presence of an orange/brown spot on the optic of the lens. A lens work order search revealed no other complaints related to same work order. Conclusion: the DHR concluded that nothing in the manufacturing of the lens could have caused the reported event. Probability that the device had been released from staar contaminated by a foreign body is remote. Foreign body most probably comes from surgery environment or from the tools used during the surgical procedure. (B)(4).

Manufacturer narrative:
(B)(4) no consequences or impact to the patient. (B)(4) foreign material. (B)(4).